Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: black box shows multiple por events post ¿cs088¿ alarm on (B)(6) 2016. The battery compartment is cracked below the grip pad, returned battery cap is undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation, unable to duplicate ¿power¿ complaint. Leak test failed due a battery compartment leak. The pump¿s cover was removed, moisture corrosion was found to the fs plate, the keypad connector and to the watchdog chip u38. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).